Event description:
It was reported that a pt had a phase catarct extraction in 2000. Doctor's exam on 2000. Doctor's exam in 2000 diagnosed hypopyon, intraocular infection and endopthalmitis, and a secondary intervention (vitreous tap/vitrectomy) was required. Doctor stated that was unsure if this was lens related.